Event description:
Reference number (B)(4) event occurred in australia it was reported that, the patient faced insulin flow block alarm event on (B)(6) 2024. The blockage was located at site. The patient's blood glucose level was displayed as high and recieved treatment of correction bolus via pump. No further information available.